Event description:
It was reported to philips that unit was unable to boot, stalling at start up screen. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse found that the flexvision pc had lost network connectivity due to an inactive network port. To resolve the reported issue, the fse moved the cat6 cable to an available open port and restarted the system. Upon restart ups was inadvertently placed in standby mode by biomed personnel, so the ups was restarted. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.